Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician successfully used an indigo system aspiration catheter 6 (cat6) to remove clot and decided to use the cat3 to remove a distal clot. However, the physician was unable to establish blood flow and upon removal of the cat3 from the patient, a kink was observed. The physician decided to treat the patient with tissue plasminogen activator (tpa) for another night and then retreat the patient the next day using an indigo system aspiration catheter 5 (cat5). The cat5 performed as intended and the physician was able to remove clot in the tibial artery; however, the patient continued to clot because his anticoagulation medications were not effective. Following the procedure, the patient was going to see a vascular surgeon. There was no report of an adverse effect to the patient.